Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate was confirmed but the exact cause was unknown. The product returned for evaluation was one 4 fr groshong catheter. The catheters was received with the 3cg stylet inlaid within the device. Dried, crystalline material was observed to be present within the tubing and appeared to be saline crystals. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended on both of the samples. The functional testing was conducted without the inlaid stylet. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. It was unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the complainant event was potentially caused by a temporarily kinked catheter. Wiping and/or massaging the valve during the procedure can affect valve function. Valve function can also be affected by explantation of the device and it could not be determined if that was a contributing factor in the results of the lab testing. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported: the distal valve of groshong PICC doesn't opened during the prefilled operation prior to insertion of catheter. It was need to massage the valve for open it and it was noted a crystallization inside the catheter. The product wasn't used and discharge it, and they opened another new product.

Event description:
It was reported: the distal valve of groshong PICC doesn't opened during the prefilled operation prior to insertion of catheter. It was need to massage the valve for open it and it was noted a crystallization inside the catheter. The product wasn't used and discharge it, and they opened another new product.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0399 showed no other similar product complaint(s) from this lot number.